Event description:
The customer reported a weak battery alarm. The blood glucose level was not known. It was explained to the patient that the insulin pump will function but the battery life will be shorter than expected. Prior to the event, the display screen went blank. The battery life expectancy was explained to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.